Event description:
Plaintiff states that while working as a registered nurse she developed a latex sensitivity which she feels was due to her use of latex gloves while working as a nurse. She states that this caused her to experience pain, suffering, disability and mental anguish.